Event description:
It was reported to minimed that the customer reported the differences in the sensor glucose and the blood glucose event. The customer reported an issue with infusion set tape sticking. The customer stated the location of the damage was on the belt clip rail, and the case of the battery tube side. The customer reported a blood glucose value of 40 mg/dl. The customer experienced hypoglycemia and was treated with glucose/carb intake. The event involved product(s) mmt-332a, mmt-7040a, mmt-1884, and mmt-242a. Troubleshooting was performed for the cosmetic damage, and the damage impacting pump functionality. Troubleshooting was not performed for the sensor glucose vs blood glucose, and the tape not sticking. Troubleshooting was performed for the low blood glucose. The customer was using the pump within 48 hours at the time of the event, and it was unknown whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, mmt-7040a, and mmt-242a. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.